Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 6 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10

Event description:
It was reported that a pen ndl 31ga 5mm 100bx 1200 USA was unable to prime and was unable to attatch during use. The following was reported by the initial reporter: "it was reported unable to attach needles verbatim: consumer reported, no insulin flow when priming stated, she is not able to attach some pen needles prior to injection"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 31ga 5mm 100bx 1200 USA was unable to prime and was unable to attatch during use. The following was reported by the initial reporter: "it was reported unable to attach needles. Verbatim: consumer reported, no insulin flow when priming. Stated, she is not able to attach some pen needles prior to injection".